Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in out of range pace impedance measurements. The physician noted that the patient has low dependency and the system will continue to be monitored. No adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.